Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(6) clinical study. It was reported that a intellamap orion high resolution mapping catheter was used in a ablation procedure on (B)(6) 2022. After the procedure on (B)(6) 2022 while the patient was on telemetry a long cardiac pause occurred that required dopamine. A electrocardiogram was performed and the patient then received a permanent pace maker.

Event description:
Newton af clinical study: it was reported that following an ablation procedure involving a intellanav stablepoint open-irrigated catheter on (B)(6) 2022. The day after the procedure on (B)(6) 2022, while the patient was on telemetry a long cardiac pause occurred that required dopamine. A electrocardiogram was performed and the patient then received a permanent pace maker.

Manufacturer narrative:
Visual inspection of the device showed the returned device was in good condition. The unit passes visual, functional, dimensional and continuity tests the besides, no abnormal resistance was encountered during the actuation of the plunge. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications.